Event description:
It was reported that the balloon ruptured inside the patient. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as no lot number was provided and a root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.